Event description:
Customer reported the system shut down then rebooted but would not work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. (B) (4).